Event description:
Caller reported occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer addressed the issue by changing the infusion set and cartridge, then resumed insulin delivery. Customer was informed about changing cartridges every 48 hours due to using humalog brand insulin as they indicated using cartridges over 48 hours.